Event description:
It was reported that (1) hp052 and (1) sh145 were used during a unknown procedure. It was reported by the rep that the harmonic scalpel luke sh145 handpiece began "solid toning" during the case. The or team replaced the sh145 with a new blade which did not help. The staff then replaced the luke hand cord with another luke hand cord. The staff did not have another problem during the case and opened another device to complete the case. There was no consequence to pt.